Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to hospital due to high blood glucose of 495 mg/dl on (B)(6) 2019. Customer treated by 10 units with needles. Customer experienced vomiting, difficulty in breathing and vomiting a blood. Customer stated that they are unable to describe any possible damage to drive support cap. Customer was using insulin pump within 48 hours of event. Customer also mentioned that tape does not fit properly in insertion device. Insulin pump will not be returned for analysis.